Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant had moved quite a bit since it was implanted. The device was now 3/4 above the incision. The patient had an appointment with their health care provider (hcp) the next day to turn the device on and do a post-op check-up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-08. It was reported that the patient's battery did not move. It appeared to have possibly change the position but that was only due to the reduction of swelling from the healing process. It was confirmed by the consumer that there was no complaint in this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had a revision about 2 weeks ago and they moved things around as it has not helped. There were no further complications or anticipations reported with this event.